Event description:
The patient reported that the buttons have to be pressed multiple times to elicit a response from the keypad.

Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that the keypad appeared to be swollen. All keys were intermittently responding and required excessive force to activate. The keypad was removed and the "up" and "contrast" key contacts were observed to be inverted and misaligned. Additionally, there was evidence of keypad adhesive found under all key contacts.